Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a s3 alarm while the patient was on support. The console and motor were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed via the log file and via the motor¿s functional analysis. The log file captured an s3: system fault alarm on (B)(6) 2025 while the system was operating around the set speed. The alarm appeared to have correlated to a communication issue between the motor and the console, and the alarm did not prevent the system from operating as intended throughout the data. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot. S3: system fault alarms became active on multiple consoles while the motor was being functionally tested, isolating the cause of the issue to the motor. The motor was returned to the customer site with no further testing per the customer¿s request and was labeled ¿not for human use.¿ the root cause of the reported event was isolated to an issue with the motor; however, the root cause of the motor¿s issue was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.